Event description:
Caller states the pt tested <0.8 inr and 2.2 inr on the coaguchek xs system and 1.8 inr on a comparison lab. No action taken on device results. No adverse event reported return of the suspect system and replacement was sent.